Manufacturer narrative:
(B)(4). No further information is available at this time. A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). The nurse contacted baxter regarding the patient line not filling on the homechoice during prime. The nurse stated she set the heater bag lower than the device and the supply bag on top. The technical service representative (tsr) explained the positioning of the bags prevented the patient line from filling. The nurse also stated the patient complained to her about cold solution going in. The tsr again explained since the heater bag was not on the device the fluid was not going to warm. The assignable cause for the nurse not properly positioning the heater and supply bags was determined to be use error. Labeling was reviewed for related use error(s) and there were no issues and no label deficiency. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The nurse (rn) contacted baxter's technical service center regarding a patient line not filling on the homechoice (hc) during prime. The rn stated she set the heater bag lower than the hc and supply bag on top. The technical service representative (tsr) explained the positioning of the bags prevented the patient line from filling. The rn also stated the patient complained to her about cold solution going in. The tsr again explained since heater bag was not on hc the fluid was not going to warm. There was no patient injury or medical intervention. No additional information is available.